Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the patient to follow up with their nurse and assisted the patient to end therapy and remove the cassette. The patient would drain using manual supplies to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and functional testing (leak testing, clear passage test, and device-device interaction testing) was performed with no issues noted. The reported alarm was neither verified nor duplicated. A direct cause could not be determined from the given information. If additional relevant information is obtained, then a follow-up MDR will be submitted.